Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported a side unspecified ruptured. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later reported "rupture of right side device with silicone leaking from periprosthetic soft tissues, "serious psychological problems", ¿the prosthesis appears damaged with abundant silicone spilling out. Subsequently, "drop in mood accompanied by a crisis of crying, a pessimistic vision of reality and of the future. The post-prosthetic treatment therapy, the suffering and the events that occurred caused the patient to have a particularly serious anxious depressive state that worsened with the rupture of the prosthesis and with the release of silicone" "somatization of anxiety (hunger for air, palpitations, irritable bowel, paresthesia, etc.) And persistent insomnia accompanied by continuous thoughts of death." This relates to right side. Device has been explanted.